Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer¿s current blood glucose was 67 mg/dl. Customer was treated with food. Customer did not allege insulin pump for over delivering. Customer stated that the insulin was not dripping or squirting from end of set before connecting at their site. The insulin pump will be returned for analysis.